Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Damages found during device investigation are most likely related to the explantation surgery. The concerned device was explanted because the active electrode was pulled out of cochlea via the external auditory canal. The recipient has a radical cavity and manipulated the implant site and external canal until the electrode came out. Additionally, a spontaneous migration of the electrode from its original position is also alleged. The user's performance with the device was reportedly fine before the mentioned manipulation, however the spontaneous movement of the electrode might have contributed to the event. This is a combined initial and final report.

Event description:
It was initially reported that the recipient pulled the electrode lead out while touching the external ear canal. Reportedly, the electrode lead was not in the cavity at first, but the recipient kept touching the site until the electrode was pulled out of both the cochlea and out of the ear. Hearing performance with the device was good prior to this event. The user has been explanted. As per the explant report, electrode extrusion was due to spontaneous extrusion and manipulation in the external auditory canal.